Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
It was reported that the ventilator's screen when some areas of the touch screen are pressed do not respond. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se performed a touch screen calibration, which solved the problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.